Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased four months in a three-month time period. A request was made to have data from this device analyzed, but technical services (ts) indicated that at this time, there is no data available for the analysis, and requested the boston scientific representative involved to upload new device data to enable the premature battery depletion (pbd) analysis. The patient was listed for a device replacement procedure, which will be performed in four to five months from now. No adverse patient effects were reported. The device remains in service.